Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to product experience issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in the field action but returned product testing has not been completed; therefore, it could not be determined if this lead performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead was performed.